Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Upon assessing the laa with the was, a kink occurred on the distal end. The decision was made to continue using that was and not exchange it. The wds was advanced into the was and the closure device was deployed. Immediately following device deployment, the device perforated the laa leading to a pericardial effusion. There was no initial hemodynamic compromise noted from the perforation. The device was left in place and implanted to avoid causing a tear or hole in the laa and to allow the pericardial effusion to be controlled. Protamine was given and a pericardiocentesis was attempted. A pneumothorax occurred due to the attempted and failed pericardiocentesis and a chest tube was inserted. The patient remains hospitalized in stable condition with the chest tube in place. The patient is expected to make a full recovery.

Manufacturer narrative:
Correction: h6 evaluation conclusion code - updated from no problem detected to adverse event related to procedure.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. Upon assessing the laa with the was, a kink occurred on the distal end. The decision was made to continue using that was and not exchange it. The wds was advanced into the was and the closure device was deployed. Immediately following device deployment, the device perforated the laa leading to a pericardial effusion. There was no initial hemodynamic compromise noted from the perforation. The device was left in place and implanted to avoid causing a tear or hole in the laa and to allow the pericardial effusion to be controlled. Protamine was given and a pericardiocentesis was attempted. A pneumothorax occurred due to the attempted and failed pericardiocentesis and a chest tube was inserted. The patient remains hospitalized in stable condition with the chest tube in place. The patient is expected to make a full recovery.